Event description:
It was reported that a faradrive steerable sheath during procedure to treat a paroxysmal atrial fibrillation excess air was seen during aspiration. After catheter replacement, during insertion into the body, microbubbles were pulled continuously from the flush port when aspiration was performed. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath has been received for analysis.

Manufacturer narrative:
When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and no abnormalities were noted. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slit. Boston scientific's investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat a paroxysmal atrial fibrillation excess air was seen during aspiration. After catheter replacement, during insertion into the body, microbubbles were pulled continuously from the flush port when aspiration was performed. To solve the issue the device was replaced, and the procedure was completed without patient complications. The sheath has been returned for analysis.